Event description:
It was stated that, "it snapped in a case on sunday."

Manufacturer narrative:
Based on the reported event and the returned device, it is hypothesized that the root cause of the failure was insufficient mechanical properties of the device's distal tip to withstand the applied forces. It is likely that while advancing the attached modular tip within the working space, potentially requiring torsional force or rocking, an excessive or off-axis load caused excessive stress on the distal tip, ultimately leading to its fracture.